Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 6.0 x 20 135cm mustang¿ balloon catheter was advanced for dilatation. However, after several inflations, the balloon ruptured at 16 atmospheres. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.